Event description:
It was reported by sales rep that during a shoulder arthroscopy procedure on (B)(6) 2022, it was observed that the fixed focal length coupler 22mm device was fogging constantly. Another like device was used to complete the procedure with less than five minutes of delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for th initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary = the complaint device was received at the service center. The evaluation at service center is on hold, once the evaluation is completed the complaint will be updated with the corresponding outcome and root cause (OEM service pending). A manufacturing record evaluation was performed for the finished device 1908ce0548, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.